Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck [foreign body in reproductive tract]. String unraveled [device breakage]. String when I pulled to take it out it unraveled. [Complication of device removal] . Case description: consumer reported via e-mail that string unraveled during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon got stuck [foreign body in reproductive tract] . String unraveled [device breakage] . String when I pulled to take it out it unraveled [complication of device removal]. Case narrative: consumer reported via e-mail that string unraveled during removal. No serious injury reported.